Event description:
Pt was revised to address pain and audible squeaking. Loosening of the asr cup was found; there appeared to be no bony ingrowth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.